Event description:
It was reported that the implanted leads, both the right ventricular (rv) lead and right atrial (ra) lead, were suspected of fracturing. The physician reviewed the device and confirmed that these leads were broken. The patient will have a lead extraction, but it has not been scheduled. No adverse patient effects were reported. Hecc: 4582;1924. Dpc: 1069. Reference report: mw5189231. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).